Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, per the physician, the patient's calcified aortic leaflets contributed to the valve infold. The infold resulted in a procedural delay of 10 minutes. Of note, the misload was not due to a new valve loader.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0012399256); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0012202121); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a transcatheter heart valve, a fluoroscopic loading check showed crown overlap up to node 4. The physician attempted to use the valve, but during deployment up until the point of no recapture, an infold was observed across the whole length of the valve. The valve was recaptured and withdrawn from the patient. A different system was used to complete the procedure. No patient complications have been reported as a result of this event.